Manufacturer narrative:
Additional information d1, d4: (catalogue #, lot #, expiration date, UDI #), g1: (device manufacturer name and address), g4: 510k #, h4, h6 and h11. G1: baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000 dominican republic. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported the home patient (hp) found liquid on the floor due to a leak from an unknown location which led to this alarm. Renal therapy services (rts) assisted the hp with ending the therapy session and removing the supplies. Rts advised the hp to communicate with their pd registered nurse regarding performing a manual drain with manual bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.